Event description:
It was reported that when using the bd pyxis¿ medstation¿ es was unable to boot properly as it froze on the maintenance mode screen. The screen continuously displayed a loading loop with an error message. The customer manually rebooted the machine multiple times; however, the issue persisted, and the device remained non-functional. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 08-mar-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device of this incident, it was determined that the device failed to boot properly and remained frozen on the maintenance mode screen with a looping error message. A technical support specialist (tss) reviewed the med app debug logs and identified a related knowledge article for a medstation stuck on initializing device manager issue. Subsequently, a field service engineer (fse) visited the site and found the station stuck on the checking peripherals screen. The fse powered down the station and refrigerator, restarted both devices, and confirmed that the station booted successfully, with full access restored to the drawers and refrigerator without further issues. The system functioned as intended after field service engineer and technical support specialist repaired the device.